Event description:
Additional information was received from the rep who reported that the patient's weight change was not related to their device or therapy. The cause of the purulent liquid was not determined and it was verified with the clinic that the liquid was cultured and it did not grow out infectious or concerning results. The patient will have a new pump implanted on 2021(B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (500 mcg/ml at 99.92 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was initially scheduled for a pump replacement to change the size of the pump but when the healthcare provider (hcp) opened the pump pocket, a purulent liquid was present in abundance in the pocket. The hcp took cultures of the pump pocket and had to remove both the pump and catheter. The issue was resolved and the devices were discarded. The patient's weight and medical history were asked but unknown. The patient's status was unknown at the time of the report. Additional information was received from the rep who reported that the reason for switching the pump size was the patient's weight change. The patient requested a pump be re-implanted after having been explanted, and was currently waiting on scheduling.